Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Prior to implant of a 26mm sapien 3 valve in the aortic position, the valve had debris that appeared to be towel fiber on the ventricular side of the leaflets. The debris was observed after the second rinse of the valve in saline solution. The valve was also flushed with heparinized saline, but was unable to be rinsed enough to remove the fiber. A new valve was used to complete the case.

Manufacturer narrative:
During the evaluation it was determined the serial number of the returned valve was (B)(4). UDI number: (B)(4). The valve was returned to edwards lifesciences for evaluation. A photograph of the device was provided from the field and reviewed. Blue fibers are clearly visible on two leaflets on the inflow view. Visual inspection of the returned valve confirmed the presence of a blue fiber on the valve. The blue fiber was visible on the inflow of all three cusps. The blue fiber is thin and long and appears to be spread across each cusp, almost covering the leaflets. Of the three cusps, cp1 and cp3 have the highest amount of blue fiber. Cp1 has a small clump of the blue fiber close to the free edge of the leaflet. It is difficult to determine whether the fiber observed on each leaflet is a single piece or several threads entangled. On cp3, blue fiber with small brown/black particulates was observed. Additionally, the blue fiber was observed on the top side of the integral tab. No damage or irregularities were observed on the valve. Fourier transform infrared (ftir) spectroscopy material analysis was performed for both the blue fiber and the brown/black particulate. The results indicated that the blue fiber sample showed similar material absorption characteristics to cellulose. The brown/black particulate sample resulted in cellophane. Per the report, the returned device was detailed as having ¿debris which looked to be towel fiber¿ used in the operating room. Due to no exact matches from the manufacturing process, the sterile towel could potentially be the source of the blue fiber found on all three cusps of the valve. Perhaps during handling, lint from the blue sterile towel may have distributed to the valve preparation area and became attached to the fibers of the rough side of the cusps. However, a definitive root cause could not be determined at this time. During manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the valves: sapien 3 valves were manufactured under controlled environments in cleanrooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in process glut were changed out daily and at the end of an assembly step once it is completed for the work order. The use of clean room tape to wipe the removed/cut sutures at the work stations is also enforced. During manufacturing, sapien 3 valves were 100% visually inspected under 8x magnification before and after attachment to the holder. These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible to unaided eye. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed; however no manufacturing non-conformities were found in the returned sample. Chemistry analysis identified the material as cellulose (blue fiber) and cellophane (brown/black particulate). A manufacturing process walkthrough performed did not reveal any possible sources of cellophane material or cellulose material with matching physical characteristics on the production floor. No labeling or IFU inadequacies were identified. Review of the device history records (DHR) and lot history did not reveal any non-conformances for related issues of particulate contamination. Additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for may 2018, therefore, no corrective or preventative action is required.